Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that the screws near the usb charging port were damaged. The customer's blood glucose level was 197 mg/dl. As the pump was still functional, customer would continue to use the pump for insulin therapy.